Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console.

Event description:
A patient experienced bleeding after biopsies during a superdimension procedure. The patient was treated with epinephrine.